Manufacturer narrative:
Asp investigation summary: the investigation included a review of the trending of the product malfunction code, trending of lot number, system risk analysis (sra), visual analysis and retains analysis. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis by lot number for product malfunction code (pmc) ¿suspect positive bi¿ was reviewed from 7/15/2016 to 11/17/2016 and trending was not exceeded. ¿ trending analysis by lot number for product malfunction code (pmc) ¿load not recalled¿ was reviewed from 7/15/2016 to 11/17/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Retains testing was not performed since user error was determined to be the cause. It is unlikely the suspected positive bi was caused by a manufacturing issue as the DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. After further follow-up with the customer, the customer stated the bi was placed in a peel pouch instead of the test pack vial case while running in the duo cycle which is not recommended per the instructions for use (IFU). Therefore, the assignable cause was likely due to user error. The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad®100nx cycle. The affected load which consisted of 2 urology scopes were released and used on a patient. The hospital has reported that no injuries have been reported with the patient, however, the a patient will continue to be monitored. The customer reported the previous and subsequent bi results were both negative. The two diffusion holes on the bi were not blocked and the bi was removed immediately after processing completed. The chemical indicator changed correctly on top of the vial and the cap was pressed down firmly after processing. Vial was crushed prior to incubation and was incubated for 19 hours at 58c. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.